Event description:
The user facility reported that the monitor to their hexavue custom room rack was displaying a "distorted" image. No report of procedure involvement. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and found the cxps 4k needed replaced. To resolve the issue, the technician replaced the cxps 4k, tested the function and operation of the unit, confirmed it to be operating to specification, and returned it to service. No additional issues have been reported.